Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported observing a fluid when removing the cycler cassette after the cycler alarmed. The patient was advised to perform manual treatments until a replacement cycler was received. The patient informed the peritoneal dialysis nurse and reported not being treated with antibiotics and remained asymptomatic. The set was discarded. Replace cycler.